Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was repositioned multiple times during the implant procedure in order to locate an acceptable position. Following the implant, the patient experienced a blood pressure drop, and an echocardiogram indicated a cardiac tamponade in the apex due to a perforation. The tamponade was drained, and the patient's blood pressure was restored to normal levels. The device remains in use. No further patient complications have been reported as a result of this event.